Event description:
During routine testing of the device at the service center, the user reported the occluder did not function as expected. The user reported a clamp was attached to the occluder head, so the device could continue to be used. Since the event occurred during routine testing of the device, there was no patient involvement during this event.